Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's experienced decreased mental status. It was further indicated that the patient's "saturations dropped". The level of severity was considered severe. The issue resulted in prolonged hospitalization. The medication administered was morphine, and it was noted that event was possibly related to the drug. The daily dose rate or concentration of morphine was not reported. Oxygen (4l) was administered vial nasal cannula on (B)(6) 2011. The infusion rate was decreased by 40% on (B)(6) 2011, and decreased by 50% on both (B)(6) 2011 and (B)(6) 2011. The event was noted as on-going. Additional information will be provided in a follow-up report as it becomes available.